Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's heart rate would increase sharply to the maximum programmed sensing rate of this pacemaker with arm movements then return to lower rate limit after a short time. It was noted that this pacemaker was reprogrammed for the accelerometer function to be passive and minute ventilation (mv) sensor to be off which resolved the anomaly. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this patient's heart rate would increase sharply to the maximum programmed sensing rate of this pacemaker with arm movements then return to lower rate limit after a short time. It was noted that this pacemaker was reprogrammed for the accelerometer function to be passive and minute ventilation (mv) sensor to be off which resolved the anomaly. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, the patient was feeling palpitations when a certain programming feature was turned on. Technical services (ts) explained that the patient's device technician should be able to optimize this pacemaker. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.